Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during intra-aortic balloon (iab) insertion that the physician was unable to pass iab through 8fr sheath from the iab kit. A new iab was used and was inserted without difficulty. There was no injury or harm to the patient.